Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the event date (06-mar-2025) is considered to be a best estimate based on the awareness date. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol sepramesh composite ip on (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against the sepramesh composite ip. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the event date (06-mar-2025) is considered to be a best estimate based on the awareness date. Addendum: h11: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-apr-2012) is considered to be a best estimate. Updated fields: a2, b4, b5, b7, d4 (product catalog no., corporate lot no., expiry date, UDI no.), g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol sepramesh composite ip on (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against the sepramesh composite ip. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2012 ¿ patient was diagnosed with ventral incisional hernia thereby underwent open repair with implant of sepramesh ip. Per operative notes, ¿the ventral incisional hernia was developed from previous laparotomy. A piece of sepramesh ip was placed under the fascia and sutured.¿ ni-ni-2012 to present - patient had pain, cramping and painful sexual relations. Attorney alleges that patient had bowel obstruction, adhesion, bowel removal, fistula, infection, nerve damage, mesh migration, hernia recurrence, pain and cramping.